Manufacturer narrative:
The customer reported the volume of the speaker on the AED "is very low. Almost to the point that you can not hear what is being said.". The maintenance schedule is reported as monthly. The unit was stored in an outside box but is under cover from any weather. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the volume of the speaker on the AED is very low. Almost to the point that you can not hear what is being said. The reported event did not occur during patient use.